Event description:
It was reported that the keypad buttons were intermittently unresponsive. The patient reported that the up arrow, down arrow, and ok keypad buttons have become intermittently unresponsive over the past 2 months. She noted that all keypad buttons click and spring back as expected. The patient stated that the rubber keypad is intact; denied exposing the pump to water; and stated that she wears the pump in her bra.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.